Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl; cause was unknown. Bg was addressed via a correction bolus, and a manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.